Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient right thigh was wet and it was confirmed that the water leaked from the catheter balloon after one hour of placement. It was stated that when checked, the product and the temperature sensor seemed to be exposed and only 1 cc of water remained in the balloon.

Event description:
It was reported that the patient right thigh was wet and it was confirmed that the water leaked from the catheter balloon after one hour of placement. It was stated that when checked, the product and the temperature sensor seemed to be exposed and only 1 cc of water remained in the balloon.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing silicone foley catheter. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. The actual/suspected device was evaluated.